Event description:
Spontaneous call from patient, patient has experienced diarrhea, right arm pain. Patient called to report problem with ms3 pump sn#(B)(4) stating the battery would not work. He changed the battery and could not get the pump to program. Patient switched to his other pump and no interruption in therapy. No injury to patient. Pump being replaced and return box being sent. Reported to (B)(6) by: patient/caregiver. Dose or amount: 60.5ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2019 to current. Diagnosis or reason for use: pah.